Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during venipuncture for chemotherapy, the health care provider reported that the catheter flushed but did not aspirate. It was further reported that x-ray imaging confirmed catheter rupture. There was no reported patient injury.

Event description:
It was reported that during venipuncture for chemotherapy, the health care provider reported that the catheter flushed but did not aspirate. It was further reported that x-ray imaging confirmed catheter rupture and a new device was not used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one MRI plastic port w/ 6.6fr s/l catheter was returned for evaluation. Visual, tactile, and microscopic evaluations were performed. The investigation is confirmed for a catheter break, more specifically pinch-off damage. The damage to the catheter included a full lateral break and a longitudinal split. The characteristics of the break, such as granular surface, elliptical profile, and depth mark wear, and of the split, such as granular surface, depth mark wear, and tensile weakness, are consistent with pinch-off damage. The cause of this event is not considered known at this time given the information available. However, it is known that port catheters placed in the subclavian vein, such as this one, are at particular risk of pinch-off between the first rib and the clavicle if the catheter is inserted medial to the thoracic outlet. (Expiration date: 11/2021).

Event description:
It was reported that during venipuncture for chemotherapy, the health care provider reported that the catheter flushed but did not aspirate. It was further reported that x-ray imaging confirmed catheter rupture. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. A review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged ruptured catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include pinch off and over-pressurization; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s).